Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. Additional information received: please see attached medical records.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. Additional information received: please see attached medical records.

Manufacturer narrative:
(B)(4). Date sent: 09/28/2020.

Manufacturer narrative:
(B)(4). Date sent: 09/29/2020. Additional information received: please see attached medical records.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. Additional information: please see attached medical record.

Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that post op to a colon resection patient started bleeding from the rectum. Patient was hospitalized for one week. No medical intervention was performed. Patient is now doing fine.